Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose of 400 mg/dl. Customer's blood glucose reading will be in the 300's mg/dl, there was a time it was 329 mg/dl. Customer also mentioned the batteries of the insulin pump go quickly. Troubleshooting was completed and a battery cap will be sent out.